Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d9, d10, e1 (initial reporter name), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was a helium leak. The fse changed the helium high-pressure regulator (0103-00-0637). Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that during routine checkup the cardiosave intra-aortic balloon pump(iabp) had helium leak. There was no patient involved.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6 (type of investigation, investigation conclusion).

Event description:
N/a.